Event description:
The pt was implanted with a siltex becker expander/mammary prosthesis on 10/25/93. Subsequently, the pt experienced capsular contracture, pain and implant migration. The device was removed on 10/27/98.